Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a revision procedure for an unknown reason. The current location of the explanted device remains unknown. No additional information was available.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a revision procedure for an unknown reason. The current location of the explanted device remains unknown. No additional information was available. Additional information indicated that the spinal cord stimulation (scs) patient experienced charging difficulties with his implantable pulse generator (ipg), as the device was no longer holding a charge. To address this, the patient underwent a revision procedure in which the device was removed and replaced. The patient is recovering well postoperatively. In accordance with facility policy, the explanted device was retained and will not be returned.